Manufacturer narrative:
Describe event or problem - updated. (B)(4).

Event description:
It was further reported that vascular access was obtained via a contralateral approach. The lesion was approximately 65% stenosed with 85% tortuosity and approximately 60% calcification. The lesion was predilated.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The outer shaft, inner shaft and the tip were examined for damage. The outer shaft was kinked at the nosecone. The inner shaft was kinked 8cm from the tip. The pull rack was separated from the handle. The stent was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and partial deployment occurred. During angioplasty of the superficial femoral artery (sfa), a flow limiting dissection occurred. A 7x200x75 innova¿ stent was advanced to treat the dissection. The stent was deployed and the stent delivery system removed. Post treatment angiographic images revealed that the stent was severely elongated in the blood vessel with large gaps between the open and closed sections of the stent cells. The patient has good flow to the foot and no further action will be taken at this time. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and partial deployment occurred. During angioplasty of the superficial femoral artery (sfa), a flow limiting dissection occurred. A 7x200x75 innova stent was advanced to treat the dissection. The stent was deployed and the stent delivery system removed. Post treatment angiographic images revealed that the stent was severely elongated in the blood vessel with large gaps between the open and closed sections of the stent cells. The patient has good flow to the foot and no further action will be taken at this time. No patient complications were reported and the patient's status is stable.